Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was detached. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. There were no remains of ceramic tip on applicator shaft as stated in complaint of semi rigid protruding for the shaft. There were no signs of obvious external physical forces or signs of abnormal use. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached was confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor's field manager reported an end user experienced an issue when using solero 14cm applicator. The field manager was contacted by dr. Jonathon farrell, who was assisting professor peter kennedy, reporting a retained ceramic tip during a percutaneous lung lesion microwave ablation procedure. The probe was prepared pre procedure as per IFU by the interventional radiologists and then inserted into the area of lung required ablating. No lateral pressure was applied to the probe during the procedure. The 1st cycle of ablation was 49 seconds long resulting in error message "high reflected power; reposition applicator and try again". The 2nd ablation attempt lasted 20 seconds giving the same message. The 3rd attempt lasted 3 seconds with a message appeared stating "high reflected power". Upon removal of the applicator, the ir doctor noticed that the ceramic tip of the probe was not attached the probe. A CT scan showed that it was in the proximity of the mass being treated. Advice was sought to see if the ablation could be continued with a new solero applicator from angiodynamics. It was decided by the medical team this was not required and the procedure ended. A repeat CT was completed, the probe was inspected and packaged up to send back to the supplier. A datix form was completed, and the patient informed. The tip of the probe remains in the proximity of the lung lesion. It is to be managed conservatively at present. No surgical intervention required at present.